Event description:
The user has no hearing sensation at all. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Based on the received information from the field, a technical defect is suspected. Possibly surgery technique contributed as due to the thick skin of the user, the coil was placed over the muscle and skin was not thinned out. However, to determine an exact root cause, device investigation at the explanted device would be necessary. Reimlantation is considered but no date has been scheduled.

Event description:
The user has no hearing sensation with the device. Reimplantation is being considered.